Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an altered mental status. It was noted the patient reported confusion. Lab work determined that the patient had slightly elevated ammonia and carbon dioxide levels. The patient was admitted to the hospital and was treated with a "small volume nebulizer secondary to chronic obstructive pulmonary disease (copd) exacerbation" and intravenous saline. It was noted that the event was possibly related to the device or therapy. The device system was used to deliver dilaudid, bupivacaine, and baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Event description:
Additional information received reported that the event was "not related to the implant procedure, therapy, or device."